Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a no delivery alarm, lost sensor, and motor error alarm. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to verify lost sensor alarm due to motor error alarm. No excessive no delivery alarm during our testing and the motor was tested outside of the device and passed. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.